Event description:
Customer reported an issue with the as3000 anesthesia delivery system, which may have affected o2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative verified the reported problem is related to an issue with the o2 sensor.